Event description:
On (B)(6) 2008, I had an emergency double hernia repair which has given me constant pain since that time. When I bend over it is worse. The areas along my pelvic bone are sore to the press by fingers. I frequently have to use laxatives to get peristalsis to work properly and never did before. The two meshes used were bard meshes -7.6 cm by 15 cm- (B)(4), lots husi2021 and husi2022. The only thing we haven't tried to remove the pain is removal which my surgeon advises against. Diagnosis or reason for use: double hernia repair.